Manufacturer narrative:
Tandem technical support made multiple attempts to follow up with the customer. No further information provided. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received intermittent inaccurate fill estimates. There was no impact to the customer's blood glucose level.